Event description:
It was reported that after placement of three onyx frontier stents, the patient experienced skin breakout, severe itching and insomnia. A possible allergic reaction was being investigated, but no allergy was identified despite patch tests and specialist evaluations by dermatologists, an immunologist, and allergists. Patch tests were performed and did not indicate an allergy. The patient began dupixen injections for symptom management. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: annex d code. Correction: it was reported that approximately one month after placement of three onyx frontier stents, the patient experienced a skin breakout, severe itching and insomnia. The symptoms were reported to be getting worse. The patient had no known drug allergies. The cardiologist indicated that it might not be the stent. B3. Date of event - month and year valid 6a. Implanted date e. Initial reporter details g2. Report source. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.